Manufacturer narrative:
Device 9 of 90 a2: sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports "complaint of glue sealed paper too strongly to packaging sides, paper tearing unevenly when peeling open. "

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR MDR 3005778470-2024-00078 / follow-up 01, device 9 of 90 review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. One another complaint of this nature has been received on the lot. No samples or picture was provided within complaint. Based on the classification of the product and severity level 4 as per ha rsk-008274 aql 1,5 was selected according to sop ¿ 001128 ver 3.0. 90 pcs were reported by the customer as defective that equals 0,044 . The defect reported is below the aql 1,5. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.